Manufacturer narrative:
Crosstex spsmedical has contacted the customer requesting additional information regarding the reported event. To date, we have not received additional information. The ultra earloop mask w/secure fit mask technology is latex free. The lot number of the masks subject of the reported event was not provided. No additional issues have been reported.

Event description:
The user facility reported that employees experienced skin irritation while wearing ultra earloop masks w/secure fit mask technology. No medical treatment was sought or administered.